Manufacturer narrative:
Corrected data: changed device available for evaluation from yes to no. Evaluation / investigation: the ncircle delta wire tipless stone extractor was not returned. Photographs were not provided. Without the actual device, a physical examination could not be performed. A review of complaint history, the device history record, quality control data, and specifications was conducted. A review of the device history record revealed there were no related non-conformances. A complaint history review shows there have been two complaints for this device lot number 8231417. The other complaint is from the same customer but for a different failure mode. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information and the investigation evaluation a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a stone extraction procedure, upon opening the ncircle delta wire tipless stone extractor, the basket wire broke during the surgery. There was no laser in use. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence